Event description:
A nurse reported that a dull knife was used during surgery with no impact to the pt. The surgery was completed by using an alternate knife.

Manufacturer narrative:
One opened knife sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have damaged tip - the very tip of the blade had broken off and is missing. Surface stains indicate the product had been used. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released based on acceptance criteria. Damage to the cutting edge of the blade like that observed can result in perceived dullness of the blade as described by the customer. However, it is unlikely that the damage occurred during the manufacturing process. How or when the blade tip became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the tip of the blade contacts had surface. The condition of the blade does appear that the product had been used. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. (B)(4).